Event description:
Additional information later received reported that the pump was having intermittent stalls and the pump would need to be replaced. On monday (B)(6) 2015 the reporter had spoken with the hcp and the pump was scheduled to be replaced (B)(6) 2015 but they cancelled due to the patient's medical status. The reporter planned to go to the hospital to silence the alarms of the pump since it was still beeping.

Event description:
The patient reported that his pump was turned off because it caused him to have a heart attack and put him in the hospital.

Event description:
On 2015-11-03, additional information was received from a company representative. It was reported that the pump was replaced on (B)(6) 2015.

Event description:
After the pump stopped suddenly, the patient started to have massive withdrawals causing a major myocardial infarction. He almost died. The patient was intubated while in the ICU (intensive care unit). The patient was later extubated and transferred to another hospital where they had him on a combination of a fentanyl patch and IV (intravenous) medication. As of (B)(6) 2015, the cardiologist was comfortable discharging him and having him go through cardiac rehab. They were trying to switch him over to oral and transdermal meds to get him out of the hospital. The pump was still beeping 4 times every 15 minutes. The patient wanted the pump replaced; however, he was not yet in a healthy stage for undergoing elective surgery, so the physician asked him to wait.

Event description:
2the pump motor stalled on (B)(6) 2015 at 00:38; a ¿stopped pump period may exceed tube set message¿ logged on (B)(6) 2015 at 00:38. The stall never recovered. The cause of the stall was unknown. The patient experienced opioid withdrawal. The patient was hospitalized in the ICU (intensive care unit). The device system was delivering morphine, bupivacaine, and clonidine. On (B)(6) 2015, it was reported that they were waiting for the patient to stabilize in order to replace the pump. On (B)(6) 2015, it was reported that the patient was slowly recovering. The pump was not being actively used for therapy. The physician was deciding how to proceed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)